Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a hospitalization due to low and high blood glucose levels. The customer also reported that the insulin pump was dropped and the reservoir's black o-rings wanted to fall out. The customer's blood glucose level at the time of admission was 600 mg/dl, but after treating by eating and taking 10 units of insulin the customer's level dropped to 12 mg/dl. The customer's symptoms were unknown. It was unknown if the customer was wearing the device at that time of admission. The cause per the healthcare provider was unknown. The customer's device was replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip and minor scratches on the lcd window.